Event description:
Report rec'd from the USA stating that the device was not properly working in reverse. The device was being used during surgery. It is unknown if medical intervention occurred. There was no add'l info provided.

Manufacturer narrative:
The device has not been rec'd by depuy synthes power tools. If add'l info becomes available, a supplemental report will be sent. (B)(4).